Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Device evaluation , service repair found the universal cord is buckled due to external factors. It was assumed that the tube, light guide are affected due to the damage. In addition, it was observed that the adhesive part of the objective lens is peeled off. The curved rubber adhesive is missing and noted to be due to external factors. Furthermore, the following findings during inspection were noted on the device: there are curved rubber scratches caused by external factors. Scratches are found on the operation part due to external factors. Scratches are found on switch (sw1) due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the light guide (lg) connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of universal cord collapse. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.device evaluation found the adhesive part of the objective lens is peeled off.this report is being submitted for peeled adhesive part of the objective lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during an unspecified event the endoeye flex 3d deflectable videoscope universal cord collapsed. Upon inspection and testing of the customer returned device, it was observed adhesive part of the objective lens is peeled off . This report is being submitted for the malfunction found during the evaluation. There was no harm or user injury reported due to the event.